Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a trial patient who was received an external neurostimulator. It was reported that patient had trial put in on (B)(6) 2016 and immediately she felt better but she had other health issues. The patient had mini stroke the next day. Patient was hospitalized and the trial was removed. The healthcare provider did not think it related to the device and "the cardiologist thought it was just too much going on". It was indicated that patient had pain in her back from the trial wires since the implant on (B)(6) 2016 and "she was in a lot of pain from it". The patient was very ill from the mini stroke and since she was so ill with heart attack symptoms. Patient went to the ER, they disconnected the stimulator and it was taken out on (B)(6) 2016. The caller stated that they were "still feel very positive about the interstim."